Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous elevated and decreased blood glucose levels ranging from 47 mg/dl to over 500 mg/dl. Elevated blood glucose was addressed with bolus via pump and decreased blood glucose addressed with orange juice and settings adjustment. Cause for blood glucose was due to several settings adjustments.